Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was taken to the ER for blood glucose (bg) elevations after being without insulin all day. The pump reportedly emitted a "replace battery" alarm the same morning but the patient could not get the battery cap off in order to change the battery, so she was without insulin all day. The reporter was unsure what the patient's blood bg was at the ER. The reporter stated that the hospital staff could not loosen the battery cap, and the reporter was requesting the pump be replaced. The pump was not available for troubleshooting in order to assess why the battery cap would not come off. This complaint is being reported because the patient allegedly experienced hyperglycemia requiring medical intervention because of an alleged pump malfunction and inadequate back-up plan.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: there was no visual damage found to the battery compartment. The threads on the battery cap are intact and the cap is able to fully attach to the pump. The coin slot on the top of the cap is damaged, making the cap difficult to remove from the pump. A review of the pump histories show that the last basal delivery occurred on (B)(6) 2012 at 10:57 and the last bolus occurred on (B)(6) 2012 at 21:31. The alarm history shows a "replace battery" alarm on (B)(6) 2012 at 10:59 and deliveries were not resumed. The pump was tested with an external power supply and all currents are within specifications. The battery cap contacts were found to be within specification. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was found to be alarming appropriately to alert the user of an issue. A damaged battery cap is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Additionally, the owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.